Event description:
It was reported that the doctor was unsure of the original surgery date. Patient was implanted with a DePuy S-ROM femoral component, but the acetabular component was a competitor's implant. Patient unfortunately dislocated, so Dr revised their cup. The ZB cup was removed along with their 36 -3 metal S-ROM head. The acetabulum was then prepared for a competitor's cup. A trial reduction was performed with our femoral head and found to be stable. The real head was then opened and implanted. Stability was confirmed and the closing process began. No delays or adverse events took place.Affected side: Left Hip.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4)This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.